Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023 . H6: investigation summary samples and photos received by our quality team for investigation. Through visual evaluation, damage packaging was observed for batch number 2117968. The samples received had a shallow cavity, that is, the space that accommodates the syringe inside the package was tight or not completely formed. No defects or issues observed for batch number 2046766. Further evaluation was performed, there were no changes in the sealing gasket of the batch, all sealing parameters were within specification during batch production. A device history review was performed for the reported lot 2117968, 2046766 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Based on the team's investigation, possible root cause is associated after the product packaging stage, it is possible the shipping box had suffered damage during transport to the customer. A project was initiated to reduce this failure in our products.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes' unit packages had detached seals, and 4 unit packages had holes in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "fab:05/2022. Reason: 2 unit - detachment of solder from the packaging near the nozzle reason: 4 units - hole in packaging".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes' unit packages had detached seals, and 4 unit packages had holes in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "fab:(B)(6) 2022. Reason: 2 unit - detachment of solder from the packaging near the nozzle. Reason: 4 units - hole in packaging"